Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected. Additionally, a system notice was received indicating that the refrigerant delivery path was obstructed. The error was attempted to be cleared without resolve. The coaxial umbilical cable was reconnected several times without resolve. The electrical umbilical cable was replaced, all connections were checked, and the console was restarted, with no success. The catheter was also tested out of the patient body with no resolve. The procedure was aborted due to impossibility of console operation, and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least four injections were performed with catheter 2af283/35145 on the date of the event; system notice (#50012) indicating that the refrigerant delivery path was obstructed was triggered on application one, three, and four. The returned failure file showed system notice #50012 ¿the refrigerant delivery path is obstructed¿ was triggered multiple times. Power up file information is not relevant to the reported issue. In conclusion, the reported the system notice #50012 ¿the refrigerant delivery path is obstructed¿ was confirmed through the date analysis. The reported temperature issue cannot confirm the data analysis. This report will be recorded and trended. Possible malfunction cannot be identified with clinical data analysis only. The product issues reported (system notice 50012, temperature) are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.